Event description:
It was reported that the patient was only given 2 pills prior to the prostiva procedure. He was able to feel "everything they did to him" during the procedure and it was extremely painful. He felt an electric current start in his prostate and it went out through his penis during the procedure. Since the procedure his urine flow has improved, but he is unable to get or maintain an erection. Further information is being requested from the hcp.